Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep clarified that the catheter was not replaced. The physician was able to reverse the kink and re-anchor the spinal segment. The patient's weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot/serial# (B)(4), implanted: (B)(6) 2018, product type catheter; ubd: (B)(4) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of clonidine at 50 mcg/day via an implantable pump for non-malignant pain. It was reported the patient had experienced an increase in pain. It was unknown when the increased pain began. A catheter dye study was performed (B)(6) 2018 and the hcp was unable to aspirate the catheter via the catheter access port (cap) despite the troubleshooting performed. The rep confirmed the tip was where it should be in the intrathecal space. The rep also stated there had not been any reservoir volume discrepancies. A catheter revision was performed on (B)(6) 2018 and a kink was identified. A sharp angle coming off the anchor in the spinal area was identified during the catheter revision. It was determined the area was kinked because the hcp cut off the collet and there was no cerebrospinal fluid (csf) backflow. The hcp cut off the catheter pieces where the collet was located and replaced it with a new collet. The revised catheter was confirmed to be patent via the cap. Catheter priming bolus information was reviewed with the a810 therapy application. No further complications were reported or anticipated.